Event description:
A customer's wife reported "customer was sleeping then she asked customer if he was alright as his eyes were glaring" and received a higher than feels reading of 6.0 mmol/l (108 mg/dl) on their adc meter at 4am on (B)(6) 2012. The customer reportedly lost consciousness and caller "gave sugar around his mouth." Paramedics were called, treated customer on the scene with an unspecified injection and transported to the hospital where he was diagnosed with hypoglycemia. The caller did not know if any treatment was rendered at the hospital. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. (B)(4).